Event description:
Info received indicate the head section cannot be raised or lowered and is currently in the raised position.

Manufacturer narrative:
The technician found the gas spring was leaking oil. He replaced the two gas springs along with the retaining rings to repair the stretcher.